Event description:
Patient reported power on reset for implantable neurostimulator (ins). Patient did not have any surgery recently just cortison shots. Patient was advised to consult with doctor for more information. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they called the number on their box. The patient noted she was very helpful in trying to restart it but could not. The patient stated that they were suggested to go back to the hcp. The patient noted that they called and he had retired and the patient was referred to a new hcp. The patient stated that they had an appointment b)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss or change in therapy. The patient stated the implant was not working because the battery was depleted. The patient stated she was supposed to have it replaced in 2 weeks. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.